Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call clear ring on the lip of the reservoir entry had broken off. Customer's blood glucose was 179mg/dl. Troubleshooting was performed. Ring of the reservoir was unable to lock in place when inserted into insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated: z-0955-2020.

Manufacturer narrative:
Insulin pump had a missing retainer, broken reservoir tube lip and a missing reservoir tube o-ring. Unable to perform the displacement test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer.